Event description:
It was reported by the customer that they are returning their unit for service. Error code l3-021 was received, problems with the vacuum. No further information is available. No reported patient consequence.

Manufacturer narrative:
H3. Evaluation summary - the customer complaint has been verified and corrected. The vso (solenoid) was replaced to correct the complaint. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.